Manufacturer narrative:
Result of investigation: during the technical inspection of the returned device, the error description provided by the customer, " foggy vision ", could be confirmed. The shaft of the lens is bent proximally. The distal solder seam has been chemically corroded and partially dissolved/perforated, allowing moisture to penetrate the rod lens system. There are unclean residues adhering to the distal cover glass, which further negatively affect imaging. The identified damages are not due to a manufacturing or production defect. Such damage can be caused by clinical reprocessing or clinical use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Foggy vision was reported. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).